Event description:
The end user reported that seven wafers from one market unit (mu) had off-center starter holes. The consumer reported that for four of the wafers the starter holes were severely off-center, and for three of the wafers, the starter holes were slightly off-center. All the affected wafers came from the same mu. The consumer examined the wafers prior to use and did not use those with off-center starter holes. A photograph depicting the issue was received from complainant.

Manufacturer narrative:
Device 3 of 7 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 4b05317 was manufactured 29/feb/2024, in convex 2 piece (pc) line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 06/dec/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1156500 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Historical complaints review: on 06/dec/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4b05317 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect and no additional complaints were identified. Historical nonconformance review: on 06/dec/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect for the lot number 4b05317 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: "additional testing adhesive to convex disc centering": ¿ frequency: 5 units per hour (40 samples per shift). ¿ sample quantity: 40 units per shift. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 7 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of (B)(4). To date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated, and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.